Event description:
It was reported that there was a coupling problem. An implantable neurostimulator (ins) overdischarge was suspected. The patient had not been getting any coupling boxes shaded in, all were blank. It was noted that it had started almost a year prior to the date of this report. Last successful recharge and when the patient last saw boxes shaded was 6 months prior to the date of this report. Stimulation was last felt 6 months prior to the date of this report. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-13745.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3389-40, lot# v001294, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 64001, lot# n259554, implanted: (B)(6) 2010, product type: adapter; product ID 3389-40, lot# j0546567v, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37092, lot# 240620002, implanted: (B)(6) 2010, product type: accessory; product ID 64001, lot# n259547, implanted: (B)(6) 2010, product type: adapter; product ID 37651, serial# (B)(4), product type: recharger; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).